Event description:
Broken screw: c3-t2 fusion, c4-7 decompression in fall 2019.  There were no complications. Patient complains of worsening pain at f/u visit last month. Xray showed broken hardware and loosening screws. CT ordered. Patient states he is doing worse. Complaints of posterior neck and left scapular pain. Scapular pain is sharp. Still with numbness in left hand. Still some trouble dropping things. He feels like his pain is intolerable and he doesn't want to live like this if there are other options. Description of procedure: the patient was brought back to the operative suite. He was placed prone on a jackson sling. All pressure points were padded appropriately. The patient was prepped and draped in the usual sterile fashion. Presurgical motors and sensors were obtained and remained stable throughout the procedure. The old incision was taken down sharply. This was extended rostrally and caudally. Subperiosteal dissection was performed to identify the posterior elements of c2 as well as the thoracic levels. We identified the hardware and dissected this out. The locking caps were removed as was the rods. The c3 lateral mass screws were removed as was the t2 pedicle screw. We then turned our attention towards placement of our pedicle screws. High speed drill was used to gain access through the cortical bone. Pedicle markers were placed at t3 and t4. Ap x-rays confirmed our medial lateral starting point and then in a lateral configuration, a gearshift was advanced through the pedicle into the vertebral body. Blunt ball tip probe was used to ensure there were no cortical breaches. Appropriately oversized screws were placed at t3 and t4. We then turned our attention towards c2. The tps of the thoracic levels as well as the laminotomies that were performed at c2 were all saved and morselized for fusion purposes. A c2 superior hemilaminectomy was performed to identify the lateral medial extent of the pedicle. Then, using lateral x-rays, high-speed drill was used to gain access through the cortical bone, a hand drill was then used to advance our pilot holes through the pedicle into the vertebral body. Blunt ball tip probe was used to ensure there were no breaches, especially medially and laterally. Using fluoroscopic guidance, we were able to place some reasonably sized pedicle screws in at c2. Because of the listhesis we countersunk c4 and left c2 somewhat proud. A mildly lordotic contoured rod was then placed into the locking caps. The thoracic locking caps were placed first and the rod was then walked up into the cervical level. We did contemplate performing osteotomies for the reduction, but felt that the c3-c4 level was mobile enough where we would should be able to get a good reduction based on the pedicle screws. Here reducing towers were utilized as well as manual traction to align the rod back into the tulip heads at c2. Locking caps were then placed. Fluoroscopic x-ray showed excellent reduction of the listhesis. All of the screws were screws were counter torqued. A stabilizing crosslink was then placed at the c2-4 level. The wound was irrigated copiously with bacitracin-impregnated saline. A high-speed drill was used to decorticate the posterior elements including the previous dissected out levels from c3-t2. The mixture of xxxx allograft and autograft taken from the facetectomies and laminotomies was then placed into primarily the c2-3-4 area for fusion purposes. Xxxx allograft was then packed into the remaining aspects of the posterior decorticated surfaces. We did place vancomycin in the deep and superficial compartments. The wound was closed in anatomical layers with a running nylon for skin closure. The patient tolerated the procedure well. Complications: no complications.